Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. This began 1 week prior to report, and down button still responded intermittently. Pt has used this infusion device for 2-3 years and boluses approx 4 times per day. Infusion device was not dropped or exposed to water. The down button remained flat after it was pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare processional or second party to address the issue.